Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 40 mg/dl. The user did not require hospitalization; however, emergency medical services were called to assist. The user treated the low with fast-acting carbohydrates and blood glucose later rose to 220 mg/dl which was addressed with the ilet's insulin therapy.